Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/29/2024, a sales representative reported via (B)(4) that an ar-9510-01 arthrex univers revers¿ version rod and an ar-9216-4 glenoid reamer/drill glove protector broke during use. The case was completed successfully. No pieces broke off inside the patient. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.